Event description:
The intraocular lens was removed and replaced, two weeks postop to implant a different diopter lens. Secondary surgery was uncomplicated.

Manufacturer narrative:
The complaint device associated with this report was not received for analysis. There is no evidence to suggest this adverse event is manufacturing related. The reporter stated the incorrect diopter lens was initially implanted. There were no additional complaints received for additional lenses manufactured in this workorder.